Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that a patient was using a alternate battery charger used (rcvr). It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for any other charger.